Manufacturer narrative:
The customer's report was observed during initial testing by a zoll representative at the customer site; however, the device was returned to zoll medical corporation and after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including by bench handling, power cycling, and functional stress testing without duplicating the report. The lcd assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.